Event description:
During the hydro thermablator (hta) procedure in the uterus a hydro thermablator procedure set was used. The hose was leaking, not at any connection point, but from a crack in the hose itself. The physician completed the procedure with another of the same device with no pt complications. It is unknown that when during the procedure and where on the hose the leak occurred. The pt's condition is reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.